Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed. (No device received for evaluation). Patient¿s condition affected effectiveness of device (80% stenosis, severe calcification and moderate vessel tortuosity). Conclusion results: device failure related to patient condition (80% stenosis, severe calcification and moderate vessel tortuosity). (B)(4).

Event description:
Evaluation summary: the balloon material was torn in a radial pattern at the mid-point of the balloon working length approximately 9.5mm distal to the balloon bond. The balloon material was jagged and uneven at the detachment site. The inner shaft was stretched and the shaft markers had detached. The attach tip bond was intact; the tip material distal to the bond was stretched and damaged. The tip seal bond and distal tip had detached with the balloon material. The tip material was jagged and uneven at the detachment site.

Manufacturer narrative:
Evaluation results: deformation problem.

Event description:
It was reported that during treatment of a lesion in the circumflex with 80% stenosis, severe calcification and moderate vessel tortuosity, the physician attempted to use a 2.50mm diameter x 15mm length sprinter legend balloon. The device was inspected and negative prep was performed with no issues identified. It is reported that the device burst during 1st inflation, at 16 atm. The physician proceeded to use a 3.0mm diameter x 12mm length nc sprinter balloon. The device was inspected and negative prep was performed with no issues identified. It was reported that stretching occurred at the tip and that the balloon detached in the patient. Attempts were made to retrieve the detached material but were unsuccessful and the physician completed the procedure by deploying a stent that trapped the detached material. It is reported that the patient is fine post procedure.